Manufacturer narrative:
The user facility submitted medwatch mw5108395 for this event. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion of nicardipine (dose, programmed amount and delivery rate not reported) with a spectrum iq pump, the patient experienced blood pressure that was "very labile and multiple drips started and stopped with systolic blood pressure fluctuating from 306 to 54". The nurse noticed that the volume to be infused (vtbi) was decreasing but the bag volume was not changing. There was no alarm generated and no drops were observed to be flowing. The spectrum pump was changed, and patient¿s blood pressure normalized. No additional information is available.